Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no alarm¿ the unit was triaged and the customer¿s reported condition was confirmed. The chip (u14), in the buzzer circuit, was found to have substantial corrosion on it. The chip was also displaced towards the lower side of the board. Corrective actions have been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 08/14/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage, on (B)(6) 2017, service found the unit had no alarm. There was no patient involvement.